Event description:
Procedure: radio-frequency ablation (rfa). No pt info available. Reportedly, the physician felt that the sharpness of needle was unusually dull. The needle did not penetrate the liver, only pushed on it. The physician could not stab the needle into the liver. The physician changed to a new needle and finished the case successfully.